Manufacturer narrative:
The reported condition of failure code 812.05 was confirmed but not duplicated. Failure code 812:05 was found to be a cascade error from failure code 810:11. Failure code 810:11 is due to an out of calibration ail pcb (air in line printed circuit board). The ail pcb was recalibrated. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with an 812:05 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?812:05 failure code. (B)(4).